Event description:
It was initially reported that the patient had hives and redness around the stimulator. Allergy testing did not prove a causal relationship. Reprogramming had been done. A revision was to take place. On 2014 (B)(6), an attorney alleged that the stimulator caused pain due to neurostimulator malfunction, including excessive shocking and surgical revision. Battery issues were reported but not clarified. The patient also experienced blistering, rashes and burning around the recharging area. It was also stated that the leads malfunctioned. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 377860, lot# v102865015, implanted: 2008 (B)(6); product type lead product ID 377860, lot# v113886035, implanted: 2008 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 377860, lot# v102865015, implanted: 2008 (B)(6); product type lead. (B)(4).